Manufacturer narrative:
Not returned.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made during the device check.